Event description:
It was reported that a patient developed a pneumothorax during a transbronchial lung biopsy. It is unknown how it was identified and which region of the lung was being biopsied. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. At the time of the call, there was no information regarding patient demographics and patient's current status remains unknown. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A system log review was not performed. The reported complaint is not associated with any system errors or logged system events. Pneumothorax is a common complication for lung biopsies. It usually requires an integrity breach of the outer lining of the lung (e.g., needle puncture), which allows air to enter the pleural space, which may lead to a lung collapse. The probability and risk for pleural puncture through the endoluminal route increases with the lesion¿s proximity to the pleura.